Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. Aneurysm and vessel morphology were described as unremarkable and this was a straight forwarded case. There were good pulses post implant and no endoleak. It was reported that the patient presented with left leg pain. A CT scan was performed and the left (contralateral) stent graft was found occluded from the bottom of the stent graft all the way to the flow divider. There were no visible kinks or compression on the stent graft. The smallest lumen (in the iliac arteries) measured 10 mm in diameter. The patient had a femoral to femoral bypass and the blood flow was restored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (occlusion). Conclusion: cause is unknown.